Event description:
It was reported by the aci clinical specialist that an (B)(6) male patient underwent an interventional electrophysiology study on (B)(6) 2013. Access was obtained above the bifurcation. There was 1 sheath exchange from a 5f sheath (model unk) to a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with coumadin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size >7mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured at the second stop when the physician was pulling back. The device was removed and the patient was converted to approx. 15 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason. The patient was discharged on (B)(6) 2013 with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1231106) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.